Event description:
Additional information received further indicated that the patient "did ok" without receiving the intrathecal drug. It was noted that the patient had morphine in the pump and then it was removed and preservative free normal saline (pfns) was put in, which ran at minimum flow rate before the pump was stopped. It was reported that the physician declined to do catheter replacement since then the pump had been stopped using the passcode. The system was still implanted.

Event description:
It was reported that the catheter had migrated out of the intrathecal space in (B)(6) 2011. The patient was not a surgical candidate, so the pump was programmed to minimum rate mode. The type of withdrawal symptoms experienced by the patient were unknown but it was noted that the patient had been in the hospital for "other things." It was reported that 6 months later, a pump alarm was heard. The pump was interrogated, and an elective replacement indicator (eri) alarm and motor stall message were confirmed. The alarm was silenced. The following day another alarm occurred. A motor stall was confirmed in the pump event logs with no motor stall recovery recorded. It was noted that replacement or removal were not planned at that time, so the physician elected to turn the pump off. It was noted that the patient had no symptoms associated with the event, and the patient was fine. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)